Event description:
During index procedure, one complete se peripheral stent was successfully implanted to the right sfa. Approximately 7.5 months post index procedure, severe chronic ischemia was reported. Vascular intervention was performed to the right sfa and ppa. It was reported that mechanical thrombectomy and intravascular stent placement were performed. Investigator reports no relationship between device and event or procedure. Complete se sfa is pre-market study device, but is similar to complete se iliac/biliary which is approved in the u.s.

Manufacturer narrative:
(B)(4). Eval: results: (revascularization, occlusion).